Event description:
Pt in cat scan-noted brown particle in IV tubing - made technician aware, then turned off IV and notified rn. Pt returned to room. Rn dc'd IV fluid and tubing. 2 brown particles noted in tubing. Tubing sent to director of materials resources.